Manufacturer narrative:
The na electrode lot number is azr and the k electrode lot number is bbt. The expiration dates were not provided. The field service representative found the ultrasonic vessel was not draining correctly during priming. He replaced the vacuum valves and the screws for all 4 nozzles. He performed checks and tests with acceptable results, confirming the instrument was working within specification. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode and k electrode results for 3 patient samples on a cobas 8000 cobas ise module (double). Sample 1: the initial na result was 141.6 mmol/l and the repeated result was 150.6 mmol/l. The initial k result was 4.44 mmol/l and the repeated result was 4.97 mmol/l. Sample 2: the initial na result was 126.1 mmol/l and the repeated result was 137.0 mmol/l. The initial k result was 4.37 mmol/l and the repeated result was 4.8 mmol/l. Sample 3: the initial na result was 127.6 mmol/l and the repeated result was 139.6 mmol/l. The initial k result was 3.53 mmol/l and the repeated result was 4.02 mmol/l. The samples were repeated due to the results being outside of the expected range. The repeated results were obtained on another module and were believed to be correct.